Event description:
An operating room director reported a sys message displayed prior to a cataract with intraocular lens implant procedure. They proceeded with surgery and the footswitch stopped working during the procedure. They did not have an alternate footswitch, resulting in a 45 min delay to borrow a footswitch from another facility to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).